Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on proper button usage and confirmed that the pump, still under warranty, would be replaced. The customer was advised to use the tip of their finger to press the center of the button and to return the problematic pump with a pre-paid label. The shipping address was confirmed, and the customer understood the instructions on how to put the pump into storage mode before returning it.